Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported hardware error code on the receiver.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced a hardware failure. Dexcom technical support advised patient's mother to reset device on (B)(6) 2014. Dexcom technical support. Patient's mother did not report any injury or medical intervention at the time of contact with